Manufacturer narrative:
Investigation summary bd received 1 sample and 5 pictures from the customer for investigation. Sample and pictures were evaluated by visual examination and the indicated failure mode for damaged with the incident lot was observed. There was a big clearance between rear cap and shield. Lancet was disassembled, the cause of the defect were mechanically damaged catches on one site of the rear cap. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damaged was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet sterility was compromised which could lead to serious injury or death (infectious complications) and the product was damaged (broken) (if device is still operable). The following information was provided by the initial reporter. The customer stated: "the holder of the lancet was damaged. There was a gap between the pink and white areas on the one side of the device."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet sterility was compromised which could lead to serious injury or death (infectious complications) and the product was damaged (broken) (if device is still operable). The following information was provided by the initial reporter. The customer stated: "the holder of the lancet was damaged. There was a gap between the pink and white areas on the one side of the device."